Manufacturer narrative:
The customer reported that they will not return the defective pcb for evaluation. Therefore, no root cause could be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the vela ventilator was on a patient when transducer fault occurred. The patient was transferred to another ventilator. The customer confirmed that there is no patient harm associated in this reported event.